Event description:
Customer reported an rh discrepency on a donor sample. Type was weak d negative on the galileo, but typed weak d positive by manual tube method.

Manufacturer narrative:
Weak_d testing was performed with customer's returned sample using retention capture-r select, lot sc113, anti-d series 4, lot 504720, on an in-house galileo. Sample exhibited equivocal reactivity. Hemagglutination tube testing was performed using a variety of anti-d reagents, including retention anti-d series 4, lot 504720. Sample exhibited very weak reactivity (w+) at iat with all monoclonal anti-d reagents and was microscopically positive with polyclonal anti-d reagent at iat.